Event description:
The manufacturer was contacted regarding a remstar procflex+w/hthumsysone,60srs, aus device. Per the repair work order (rwo) and the photos provided, the device has black particles and gunk in the inline filter; there are no allegations of particles in the mask or hosing. There are no allegations of serious injury or patient harm. No clinical information or medical intervention has been specified. No further investigation can be carried out at this time. If additional information is received after inspection and analysis of the device, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information regarding a remstar procflex+w/hthumsysone,60srs, aus device. Per the repair work order (rwo) and the photos provided, the device has black particles and gunk in the inline filter; there are no allegations of particles in the mask or hosing. There are no allegations of serious injury or patient harm. No clinical information or medical intervention has been specified. No further investigation can be carried out at this time. A follow-up report will be filed if additional information is received after the device is inspected and analyzed. The previous report was initially filed as an initial-final report. Upon correcting it, it is now filed it as an initial report.